Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. No tests/laboratory data was available. There is no serial number associated with this product; it is referenced by lot number. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a peripheral procedure to improve blood flow to a severely diseased leg, when the physician was attempting to remove the catheter, the catheter device stuck on the guidewire [csi viper 335 cm, sheath). The physician continued to attempt removal of the catheter by itself. A piece of the guidewire separated in the patient's leg during the attempt. The catheter and the guidewire were then removed as a system. No attempt was made to retrieve the piece left inside the patient's leg. The wire tip was lodged in an occluded vessel. The physician indicated the patient leg flow was the same as prior to the procedure. Patient's condition was noted as "doing fine." No damage was observed during prep. Resistance was met during the procedure. The device stuck in the proximal part of the tibials. No additional intervention was used to remove the devices. Device analysis found the catheter and handle of the catheter to be fully functional. The competitor's guidewire was also returned with the catheter. Examination revealed the wire tip was missing. Two significant kinks were found along the guidewire length. The wire tip damage revealed that the wire tip had broken in torsion where the wire coils were unwound and the wire core was twisted. It was observed the wire was also wrapped with the inside liner from and introducer sheath, indicating that the wire was spinning as it was being pulled though the introducer. The instructions for use (IFU) caution under pl1128.m, page 5, to hold the proximal end of the guidewire securely with a torque device when the handle is on. Failure to do so may result in guidewire rotation and/or loss of position within the vessel. Removal of the catheter should be accomplished by switching on the handle ("running the handle") per the following steps: lock a torque device on the proximal end of the guidewire a distance back from the introducer sheath. Hold the torque device manually or with the wire support clip to prevent guidewire rotation, and turn on the phoenix atherectomy system using the switch on the handle. Under fluoroscopy, remove the catheter by feeding the wire into the handle until the catheter tip exits the introducer sheath. The investigation indicates the proper wire management technique per the IFU was not followed, which led to wire rotation within the patient and the related wire damage ultimately causing the guidewire tip separation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This case is being reported because the tip of the viper guide wire separated and was left in the patient.